Manufacturer narrative:
Concomitant products: product ID 3037, serial # unknown, product type programmer, patient; product ID 3093-28, lot # v066000, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient needed a new programmer setup to work with her ins. The patient was very afraid and noted: "you dont know what its like ....this wonderful thing must have been on the same frequency as some other machine when I was in the hospital because it started to zap me and I thought I was going to go out of my mind". It was later reported on (B)(6) 2013 that a manufacturer's representative spoke with the patient over the phone. They advised her to be seen by an interstim planting physician. The patient only wanted to be seen by her primary care physician. The representative could only see the patient at an interstim office. The patient was not happy with that response and wanted the representative to see her at her primary care physician's office. If additional information is obtained, a follow up report will be sent.